Event description:
It was reported that the patient experienced a high blood glucose event on 28-may-2026 and the event was treated by insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.